Event description:
User facility reported that a radiotherapy treatment was interrupted by the sys after about 3 mins, when the internal radiation monitor detected a reduction of the applied dose rate.

Manufacturer narrative:
The device was tested and the failure could be repeated. A leak in the container holding the high voltage sys was identified. A fluid preventing arcing leaked out. This caused a defocusing of the electron beam and a subsequent loss of the dose rate.